Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 12f non-abbott delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, that a 30mm amplatzer septal occluder was chosen for implant with a non-abbott 12f delivery sheath. During deployment, the device had a cobra deformation. A decision was made to recapture the device and abort the procedure. The deformed device was never release from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and there was no angulation/kink noticed in the delivery system. There was no report of any adverse consequences, the patient remained hemodynamically stable throughout the procedure, and the patient status was reported as stable.